Manufacturer narrative:
(B)(4). The facility nurse indicated the patient was admitted to the hospital for abdominal pain and left shoulder pain. An ultrasound was done and no issues were found. The patient was released after 3 days and is continuing with therapy without further incident.

Event description:
A customer contacted baxter?s technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported felt too full in dwell 1 of 4. The technical service representative (tsr) stopped the dwell and started a manual drain, drain volume 3297ml and the drain stopped. The technical service representative (tsr) reviewed the therapy: continuous cycling peritoneal dialysis, total volume 8000ml, therapy time 7:00, fill volume 1600ml, last fill volume 1400ml, dextrose is different, initial drain alarm 0ml. The tsr assisted the hp with the ending therapy early process and advised to notify the peritoneal dialysis nurse (pdn). The tsr would swap. The pdn will assist with programming. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. Evaluation results indicate: the rite (return instrument test/evaluation) test was performed. The device passed the homechoice rite functional test and the homechoice rite electrical test. The internal and external visual inspections revealed no problems. All connections within the device were correct and secure. The reported issue was confirmed in the logs, but was not duplicated during the evaluation. Based on the evaluation results the probable cause: insufficient drain, false empty detect and use error. Initial drain alarm setting inappropriately programmed. Review of the rite results revealed the device met specifications relative to the increased intraperitoneal volume (iipv). A labeling review was performed and the current labeling for the homechoice/homechoice pro apd systems patient at-home guide was found to be sufficient. This issue is being investigated through CAPA.